Event description:
It was reported that a patient with this neurostimulator was experiencing discomfort and pain at the implant site. The physician evaluated the patient and determined that the implant battery was superficial and was angled, showing it had migrated. A pocket revision surgery was performed to have the implant battery f15 removed and replaced with an r20 implant battery. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator was experiencing discomfort and pain at the implant site. The physician evaluated the patient and determined that the implant battery was superficial and was angled, showing it had migrated. A pocket revision surgery was performed to have the implant battery f15 removed and replaced with an r20 implant battery. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record being submitted for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "pain" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.